Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2022. During the procedure the right ventricular (rv) lead exhibited cardiac perforation which led to no pacing and high pacing impedance. The issue was resolved with repositioning the rv lead in the same operation. The patient was in stable condition.